Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. Customer confirmed the unit passed flow and pressure testing. Verified correct orientation of proximal and machine pressure lines. Philips technical support advised customer to perform full successful performance verification tests before placing into service. Customer confirmed via email the issue was with the patient circuit.

Event description:
The customer reports proximal port disconnect alarms. No patient/user harm reported. No patient info provided after requesting it from customer. The event date was not specified; estimate used.